Manufacturer narrative:
Continuation of d10: product ID: {evfxplus-26}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date: {n/a}; explant date: {n/a}; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, the right femoral artery was used as the access site, with a minimum diameter of 7 millimeters (mm). Upon advancement of the delivery catheter system (dcs), a perforation occurred at the access site. Subsequently, the system was removed, and a common iliac to femoral bypass graft was performed. It was noted that a 3 hour procedural delay occurred as a result.

Manufacturer narrative:
Image review: one image was provided for review. The patient¿s executive summary was not available, which limited the ability to perform a comprehensive anatomical assessment. It was reported that right transfemoral access was selected as the primary access route with a minimum diameter of 7mm. As stated in the instructions for use (IFU): the patients must present with trans arterial access vessels with diameters that are =5.0 mm when using model d-evolutfx-2329. In this case, the minimum diameter measured within the parameters, but it is not possible to comment on the degree of calcification, if any, in the iliofemoral arteries without a computed tomography (CT) scan. The image provided shows evidence of a right iliac artery perforation that occurred at some point during the procedure. Due to the limited information provided, it is not possible to validate the cause of the perforation and this review is inconclusive. As stated in the IFU: potential risks associated with the implantation of the valve may include, but are not limited to, the following: vascular access-related complications (for example, dissection, perforation, pain, bleeding, hematoma, pseudoaneurysm, irreversible nerve injury, compartment syndrome, arteriovenous fistula, stenosis). Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.